Event description:
It was reported that the patient was being seen for a pump refill. Upon interrogation of the pump it was noted in the event logs that there was a confirmed motor stall on (B)(6) 2013 with no motor stall recovery. A ¿stopped pump period may exceed tube set¿ message was also noted. In reviewing the pump logs, it was noted that there were multiple motor stalls and recoveries starting (B)(6) 2013. No emi or magnetic interaction was noted. There was no change in therapy. It was unknown if the patient heard the audible alarm. It was further noted that the patient had a fall on (B)(6) 2013, had increased pain and had been given oral pain meds. The device system was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).